Manufacturer narrative:
Concomitant products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 19-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine (10.982 mg/day) and fentanyl (18.304 mcg/day) via an implantable pump for spinal pain. It was reported that the patient stated they had a fentanyl overdose in (B)(6) 2021. They stated "the catheter broke loose from the pump and it flooded my belly and popped like a zit". Patient services documenting reported information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that when their catheter came loose and they were overdosed, they ended up in the hospital needing narcan.